Manufacturer narrative:
G4:14oct2020. B4:(B)(6)2020 . The field service engineer replaced the front bezel. All required tests passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
The biomed is reporting the v60 nav-ring is not moving. The customer is unable to complete v60 performance verification testing. The customer contacted product support. The customer reported that the unit was not in use on a patient.